Event description:
It was reported that the patient received a large number of shocks for supraventricular tachycardia (svt). The patient presented to the hospital in svt and the device could not be interrogated. The device was explanted.

Manufacturer narrative:
Upon interrogation, no communication could be established with the device. The device was opened for further analysis. It was found that the loss of communication was caused by a low battery voltage. Various tests were performed to evaluate the device's functionality; the device passed all tests and the device's power consumption was found to be normal. Based on the patient data and analysis, the device had a normal longevity performance.